Manufacturer narrative:
Weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the upon insertion of the intraocular lens (iol) into patient's right eye, it was noted that the haptic was bent under the lens. The lens was removed from the eye. No medical or surgical interventions were required. No further information is available.

Manufacturer narrative:
Correction: additional information received in documentation with the sample during investigation revealed following information regarding the patient that was different from what was initially reported: section a2: age/date of birth: (B)(6) 1950, 70 years section a3: gender: male. Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: may 6, 2021. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during removal and replacement. Haptic damage (bent) was also observed, but can be attributed to handling and cannot be confirmed to be related to manufacturing. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.